Event description:
The manufacturer received information alleging a ventilator stopped working. There was no harm or injury reported. The device was returned to the third party service center for evaluation, but the evaluation has yet to begin. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped working. There was no harm or injury reported. The device was returned to the third party service center for evaluation and the customer's complaint was not confirmed. The device operated and alarmed as designed.